Manufacturer narrative:
A partial connector portion of the lead measuring 12.1 cm was returned for analysis. External insulation abrasion was noted from 10.7 cm to 10.9 cm from the connector pin, consistent with friction against the pulse generator can. All other damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
This report is to advise of an event observed during analysis.